Event description:
On september 26, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose once a day in the morning. Her normal blood glucose levels are around 190-200 mg/dl. She takes set dosages of glucophage (500 mg) twice a day. The patient indicated that the alleged meter issue started on seventeen days earlier. Although the patient was unable to test her blood glucose, she continued to take her glucophage medication as prescribed. On an unknown date/time after the meter issue started, the patient developed symptoms of a headache and having "a lot of hunger." She could not remember what date/time the symptoms actually started. She denied receiving medical attention from a health care provider. However, she did mention that during the time of concern, she was able to test her blood glucose occasionally with a neighbor's unidentified meter and reported results of "300, 290, and 217 mg/dl." The patient was unwilling to provide additional information since she was busy washing dishes. It would have been helpful to know how long the patient was unable to test her blood glucose for. The customer care advocate (cca) walked the patient through resolving the alleged meter issue. Apparently, the meter's battery was not inserted correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for an unknown period of time and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.